Event description:
It was reported to resmed that an astral device malfunctioned and sounded an audible alarm. The patient unplugged the device and allowed the battery to deplete to stop the alarm. This cause a system failure 74 and a total power failure. There was no patient injury reported as a result of this incident. MFR# 3004604967-2015-00251.